Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that the tube of the stent system fractured when the physician was deploying the stent. No clinical consequences reported to the patient. No further information is available now.